Event description:
Reporter noted silica like slivers on the iris during three cases. Two cases had all particles removed during the procedure. This patient had 10-15 minute, clear and round particles in the eye ten days post-op. Patient has iritis, but extent of damage uncertain at this time.